Manufacturer narrative:
H6: impact code f23: unexpected medical intervention removed.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device were selected to be used. During the procedure, following transeptal puncture, approximately 5mm of pericardial effusion was confirmed at the apex. The physician proceeded with the procedure while monitoring the patient. During the placement, recapture and device exchange, there were no significant changes. The 27mm closure device position, anchor, size and seal (pass) criteria was met. After the implant procedure, transthoracic echocardiography confirmed no significant changes in pericardial fluid. Following extubation, the patient was transferred back to the cardiac care unit (ccu) with plans for contrast-enhanced computed tomography (CT) imaging. On (B)(6) 2025, the patient was discharged with no intervention performed.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device were selected to be used. During the procedure, following transeptal puncture, approximately 5mm of pericardial effusion was confirmed at the apex. The physician proceeded with the procedure while monitoring the patient. During the placement, recapture and device exchange, there were no significant changes. The 27mm closure device position, anchor, size and seal (pass) criteria was met. After the implant procedure, transthoracic echocardiography confirmed no significant changes in pericardial fluid. Following extubation, the patient was transferred back to the cardiac care unit (ccu) with plans for contrast-enhanced computed tomography (CT) imaging. On (B)(6) 2025, the patient was discharged with no intervention performed.